Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that failure to expand occurred requiring additional intervention.The right radial artery was accessed, and an 85 cm non-Boston Scientific sheath was inserted. Advancement of the non-Boston Scientific embolic protection system (EMB) was unsuccessful due to the lesion status. The physician elected to perform bareback access with a 5 x 20 mm Sterling Rapid Exchange (RX) balloon. A 10 x 24 mm Carotid WALLSTENT was subsequently inserted and deployed. Following deployment, approximately half of the stent did not fully expand. The vessel was reported to have no calcification and no tortuosity, with an estimated stenosis of 95% to 99%. The stent was 100% deployed when the issue was observed. The physician attributed the incomplete expansion to the severity of the lesion. The stent deployment system was removed without significant difficulty. Additional intervention was performed with Plain Old Balloon Angioplasty (POBA) using a 6 x 20 mm Sterling (RX) balloon, which successfully expanded the stent. There were no changes in hemodynamics or electroencephalogram (EEG) findings throughout the procedure. No patient complications were reported. The patient was fully recovered.